Event description:
Taxus stent delivery balloon failed to deflate. Multiple attempts at deflation ineffective. High pressure inflation and attempt to "pop" tip of balloon in guide failed. Balloon removed from coronary still inflated. Balloon "popped" with high pressure inflation and with back end of stiff coronary wire with device in iliac artery. Coronary without obvious injury. Stent well deployed and normal flow.